Manufacturer narrative:
(B)(4). The catheter was tested and passed electrical test, temperature bath test, generator test, deflection test and for visual characteristics inspection. The catheter had char on the tip upon received. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Manufacturer narrative:
The additional information was received from customer (affiliate): the maximum power used for this case was 70 watts, 70 c for only 30 sec (only one lesion). No impedance rise was noted after that application. Physician did note catheter not being able to give a full f-curve. There were no errors or alerts with stockert generator. The char was noted on catheter tip once out of body. The physician proceeded with case with a nav thermocool catheter. Case was successful, no patient injuries was reported. The facility did not provide further information regarding the patient or the procedure. If the single use products are returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: c3 webster quadrapolar with auto ID - deflectable, us catalog #: d6dr252ct, lot # 15352576m; coolflow pump, us catalog #: cfp002, sn: (B)(4); stockert, us catalog #: s7001 sn: (B)(4); carto 3, us catalog #: fg540000 , sn: (B)(4).

Event description:
It was reported that the ECG on this catheter were reduced and when the physician removed the device, it had a significant amount of char on the tip of the device. There were no signs of impedance rise on any devices. The patient was in stable condition. The following bwi devices were involved: carto 3, stockert, cool flow pump, catheters.